Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested, however not received. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure name? What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Can you identify the lot number of the product that was used? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent "a" on (B)(6) 2021 and topical skin adhesive was used. The surgeon popped the ampoule of adhesive and tried to apply it to the patient, but the liquid didn't come out, so the surgeon squeezed it with her finger, then fragments came out. The shards pierced the rubber part and pierced her gloves, eventually cut her skin underneath the fingernail and started bleeding. No reported patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product received for analysis. The analysis results found that the device was returned without the original packaging. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The IFU for the products states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.